Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 125mg/dl at the time of incident. Troubleshooting was performed for pump error. Customer also stated that they are not able to rewind the pump. Customer advice to the pump requires replacement and to discontinue use of the pump. The product will be return for the analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage was found on the motor,force sensor and keypad assembly.